Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure, the surgeon saw a gash in the optic after it unfolded and the lens was taken out in the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It is unknown if a qualified viscoelastic was used with the qualified lens/cartridge/handpiece combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The company recommends using the qualified delivery system or any other company qualified combination. Corrected information was provided in d.10.- concomitant product cartridge updated and in h.10.- in initial MDR, incorrect statement was provided "associated products were not provided. It is unknown if qualified products were used." Which should be "information was provided that indicated the use of a qualified cartridge and handpiece" the manufacturer internal reference number is: (B)(4).